Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). The customer had observed a negative bias in quality controls (qc) prior to the event. The customer replaced the reagent vial and afterwards qc recovered in range. Once the customer replaced all of the reagents, the issue was resolved. Siemens determined that the customer did not handle reagents appropriately, which interfered with the reagent¿s stability; in particular, the customer¿s procedure does not include returning reagents into refrigeration. The cause of the event was a reagent handling issue. The reagent is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely low cystatin c result was obtained on a patient sample on a bn ii system using n latex cystatin c reagent. The erroneous result was reported to the physician(s) and was questioned. The sample was repeated for cystatin c two times, recovering higher. The higher results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely low cystatin c result.